Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter was prompting an error 2 message. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There is no indication that the alleged issue caused and/or contributed to an adverse event.